Manufacturer narrative:
Customer indicated the following: the false negative results were not due to a sample mix up. They ran quality control on the instrument and all the results were in range. They have run other patient samples and there were no issues with those results. Siemens requested some of the sample from the customer for further investigation but the customer indicated that the sample had been discarded. The cause for the discordant white blood cell (wbc) result is unknown.

Event description:
Customer reported false negative white blood cell (wbc) result on the instrument whereas alternate method reported a positive white blood cell (wbc) result for the same patient sample. There was no report of injury due to this event.

Manufacturer narrative:
Customer has not had a repeat of the false negative wbc. Instrument is performing as intended.